Event description:
It was reported that the patient was to have surgery for a prolapsed bladder and rectocele repair. I was also noted that the patient was going to have a cystoscope exam. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See manufacturer¿s report # 3004209178-2014-00251 for infection issue.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v675651, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).